Manufacturer narrative:
The reported complaint that the thermogard ivtm system (serial (B)(6)) displayed a mid:09 (air trap assembly) error message was confirmed based on the review of the event logs and was reproduced by disconnecting the lan cable from the io board. The root cause of the mid:09 error was determined to be the defective io board or lan cable likely attributed to normal wear and tear. The thermogard console was manufactured in november 2015 and has reached its expected service life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, multiple mid:09 error messages were noted around the customer's reported event date; thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing with no issues, but during further troubleshooting, mid:09 error was reproduced by disconnecting the lan cable from the io board. The root cause of the mid:09 error was determined to be the defective io board or lan cable. The io board or lan cable were replaced to address mid:09 error. Following service, the thermogard xp ivtm system passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has received the thermogard ivtm system however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm set-up, customer reported that the thermogard ivtm system (serial #(B)(4)) displayed a mid:09 (air trap assembly) error message during power on. The thermogard ivtm system was restarted twice by the customer but issue persisted. A different thermogard ivtm system was used for treatment. No consequences or impact to patient.